Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation in this incident. The field service engineer stated that the workorder was canceled due to insufficient information and further troubleshooting was not performed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system, one drawer had storage space issue as failed to stay closed and the other had failed to release. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.